Event description:
The distributor reported on behalf of their customer that aes-50sl, arthroscopic energy 50° probe with suction, xl, 18 cm, device was being used during a hip arthroscopy procedure on (B)(6) 2025 when it was reported was reported ¿metal piece from rf probe got detached while using in the joint.". Further assessment questioning found that the fragment was removed from the surgical site with the use of an arthroscopic grasper. The procedure was completed without the use of an alternate device and there was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Reported event right tip detaching from the wand is confirmed. The device is not being returned; however, photographic evidence has been provided and evaluated per p00013142. The root cause cannot be determined, however, based upon the photo, and the IFU, the likely cause of this event was excessive force via mechanical displacement. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 1 device for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 20 complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised not to use the probe for mechanical displacement of tissue, damage to the probe may occur. Maintain the probe tip, including the return electrode, in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view. Care should be taken in procedures that may cover the probe return electrode. Alternate site ablation may occur if 75% of the return electrode is masked, making the return electrode surface area smaller than that of the active electrode. If partial coverage of the return electrode is required for the procedure, use a lower setting and maintain visibility of the return electrode while applying rf. We will continue to monitor per regulatory requirements to help ensure patient safety.